Event description:
Non-infective joint fluid retention [joint effusion]. Case description: literature-spontaneous report was received on (B)(6) 2012 from an author regarding a (B)(6) male patient, initials unknown with gonarthrosis of both knees. This report was from a literature article entitled "efficacy and complications of hylan g-f20 in osteoarthritic knees." The patient's medical history was not provided. On (B)(6) 2011, the patient initiated treatment with synvisc (hylan g-f 20) injection, 2 ml, once weekly in both the knees. The lot number for synvisc was not provided. The patient had second and third synvisc injections on (B)(6) 2011 respectively. On (B)(6) 2011, the patient developed joint fluid retention. The same day, patient visited the emergency room of the hospital and 30 ml of fluid was vacuumed from each knee. It was reported that the event was aseptic and alleviated with resting and tranquilizers. On (B)(6) 2011, the patient recovered from the event of non-infectious joint fluid retention. Relevant concomitant medications reported include loxoprofen sodium hydrate. The intensity for the event of non-infectious joint fluid retention was not provided. The reporting physician assessed the relationship between synvisc and the event of non-infectious joint fluid retention as definite.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by this report.